Manufacturer narrative:
Minimal information regarding this valve-in-valve procedure was received and additional information has been requested from the healthcare provider. However, attempts to obtain additional information have been unsuccessful. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years and nine (9) months due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve with good procedural outcome. No additional details were provided.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.